Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During the pre-surgery check, the rio fault light illuminated and the robotic arm brakes engaged. The makoplasty specialist (mps) present at the case rebooted the system, and a "firmware deadlock error" appeared. The surgeon decided the proper course of action was to convert to an alternate unicondylar implant system.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). A mako field service engineer evaluated the system at the site; the evaluation revealed that the error was caused by cpci (compact peripheral component interconnect) box failure. Internal investigation revealed that cpci cards that had memory errors were received as good parts. Replacing the box resolved the issue; the system passed testing per the service manual, and was released for clinical use.